Event description:
Philips received a complaint by the customer on the v60 indicating an inability to recognize wall power; the device was missing 24v on the screen when the device was plugged into alternating current (ac) power. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report an inability to recognize wall power; the device was missing 24v on the screen when the device was plugged into alternating current (ac) power. The remote service engineer (rse) went over troubleshooting steps with the customer according to the v60 service manual. The customer found that 120v was coming in from the brown and blue wires. The rse informed the customer that the manufacturer recommends replacing the power supply and provided the customer with the part number and price of the replacement power supply for repair. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding the evaluation and repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.